Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that at a routine follow up visit for this patient, a signal artifact monitor (sam) episode was noted which was due to the minute ventilation (mv) signal on the atrial lead. A review of the device data revealed a lead safety switch (lss) had occurred due to a atrial pacing impedance measurement greater than 2000 ohms. Noise events were also identified. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended programming the lead to unipolar pacing configuration and bipolar sensing configuration. The caller confirmed the reprogramming was performed. No adverse patient effects were reported.